Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 140 mg/dl. The customer reported that every time the battery of the insulin pump was changed, the time settings of the insulin pump would be erased. The customer also reported a low reservoir alarm from the insulin pump. The customer also reported unexpected restarts by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. The customer was advised that a new battery cap for the insulin pump would be shipped. No additional information was provided.